Event description:
It was reported that during a davinci prostatectomy procedure, the first device was shooting unformed clips out of the jaws. The second device clamped down on tissue and would not release. It was torn off the tissue and in the process tore the bowel tissue. A different device was used to repair the tear. The pt is fine.

Manufacturer narrative:
Date sent: 09/09/2009. Eval summary: instrument a was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. No dropping/ejected clips or opening issues were noted during eval. The instrument was fully functional and conforming to mfg requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis results of instrument (b) found that it was returned with the jaws yielded. The device was cycled and ejected the remaining thirteen clips. It could not be determined what may have caused the jaws damage. It is known that the found jaws condition can lead to the reported event of clips being spitted out. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses are induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use, "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". A batch record review was performed, and no anomalies were found during the mfg process. Device b: batch # f9gh0h, mfg date: 04/17/2009; exp date: 03/17/2014. Yielded jaws.